Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that agiliti was called about a bariatric bed being broken and were asked for a replacement bed. Agiliti saw that a wheel had broken off the frame, brought up the replacement bed, but the broken bed was blocking the elevator. Agiliti went back downstairs to transfer elevators, during the time, the patient was transferred to a different hospital owned bed frame. The patient was not injured by the incident. The customer is not requesting a written report. Agiliti will be performing the investigation. Complaint # (B)(4) was entered into our system.